Event description:
Review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) was found to have a damaged cable. The last patent to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) was completed. Upon evaluation, the trunk cable was pulled from the strain lief which damaged the j702 connector (trunk cable connector) inside the distribution node. The cause for the damaged j702 connector is excessive force placed on the trunk cable. The source of the excessive force cannot be positively determined. No adverse event resulted from the damaged cable and connector. The last patient to use the electrode belt did not report any deficiencies.